Event description:
Pump was reported to underinfuse during clinical use. The pump was programmed to infuse 20 cc of the "feeding" over a 2 hour period but at the end of the 2 hours, only 14cc had infused. Writer attempted to obtain add'l details as to the "feeding" solution that was being infused, but no add'l details were available. Writer also attempted to obtain add'l info from the reporting facility regarding pt status, medical intervention, pt injury, age of pt, and the set up of the infusion device, but no add'l details were available.